Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified; therefore, a root cause could not be determined. Additionally, there was no physical damage to the section of the device. The events can be detected and prevented in accordance with the following sections of the instructions for use: "IFU states that detection method in tjf type 150 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf type 150 reprocessing manual 3.5 manual cleaning." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material around the forceps elevator. There were no reports of patient involvement.